Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 58-year-old male patient with acute myocardial infarction complicated by cardiogenic shock was supported with an impella cp. Due to the need for escalation, an impella 5.5 was implanted without difficulty, and the impella cp was removed. Shortly after implantation, a high-pressure purge alarm occurred, followed by a purge-system-blocked alarm. The clinical team replaced the purge cassette; however, the alarms persisted. The surgeon suspected that external clamping may have compromised the purge line, and the impella 5.5 pump was exchanged. The replacement pump operated as intended. During the subsequent 18 days of support as a bridge to lvad, intermittent suction alarms occurred. Echocardiography confirmed appropriate pump position and no evidence of right-heart compromise. An elective cardioversion was performed during support; no additional information was provided regarding this procedure. Several days later, the patient underwent pericardiocentesis for a pericardial effusion. One unit of packed red blood cells was transfused perioperatively. The patient was successfully bridged to lvad implantation.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the purge pressure high cannot be determined since no logs are available and insufficient clinical details were provided.